Manufacturer narrative:
(B)(4). Concomitant medical products: catalog # ep-115393, e1 44-36 standard humeral bearing, lot # 536010, catalog # ni, unknown humeral component, lot # ni, catalog # ni, unknown glenosphere, lot # ni, catalog # ni, unknown baseplate, lot # ni. Foreign: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2018 -08596. In the process of being returned.

Event description:
It was reported that a patient underwent a total reverse shoulder arthroplasty. During surgical back table assembly of the bearing and the humeral tray, the two implants did not engage. The surgery was completed using other products. No further information is available at this time.

Event description:
No further information.

Manufacturer narrative:
The tray and bearing were returned for evaluation. The locking ring is bent. The bearing has witness marks on it from impacting the lock ring. The tray is visually conforming to the print. The locking ring was found to be dimensionally conforming to print specifications. The complaint is considered confirmed as, in the returned condition, the bearing cannot be assembled to the tray. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.